Manufacturer narrative:
(B)(4)). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV set separated from the drip chamber during infusion. The nurse was not touching the tubing at the time of the event. A new IV set was hung and the infusion continued. No patient harm or medical intervention occurred. No further patient/event information was reported.